Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "irrigation system failed to clean patient's ears because the water handpiece of the office1 ent unit was not working properly wo301: ): the signal of the whole or1 avm system was not shown on the touchscreen due to a loose connection, after fixing this connection there were still an issue with the slave monitor (monitor to show the pictures and videos to patients) because of an issue in the video converter". No negative impact in state of health reported.